Manufacturer narrative:
Device evaluation: the device related to the reported events deflation and particles in valve was received on december 09, 2025 with lot number 1125274. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage, observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure and observed an opening through microscopic inspection assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device was explanted, replaced and has been returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted. Explant surgery is scheduled and the device will be returned.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-51732. Clarification to a2 date of birth: it has been identified that the patient dob submitted under mrn 9617229-2021-51732 was incorrect. Healthcare professional provided the correct dob under this mrn. A review of the device history record has been completed. No deviations or non-conformances noted.